Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during dwell 5 of 6. The home patient (hp) stated he was still connected to the machine. The technical service representative (tsr) had the hp cycle the power to system error 2367. Then the tsr had the hp cycle the power to press go to start and had the hp disconnect and remove the cassette to discard supplies. The tsr explained the alarm and assisted the hp to clear the alarm and advised to contact the registered nurse (rn). There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp on (B)(6) 2011 regarding the alarm. The hp stated that the issue was resolved; however the cause of the alarm remained unknown. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, he did not receive any injury or medical intervention as a result of this incident. The hp stated that he was doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to lack of sample. The root cause of the system error 2240 could not be determined. Baxter will continue to monitor similar reports to determine if further actions are required.